Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the left ventricular lead dislodged, resulting in high thresholds. The lead was repositioned.